Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (b(4): the device was analyzed and no anomalies were found. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction.

Event description:
It was reported that during three interrogations prior to the implant, the device showed a battery voltage of 2.82 v. After implantation, a fourth interrogation of the first device showed a battery voltage of 3.10 v. The device was not used, and another device was successfully implanted. No patient complications have been reported as a result of this event.